Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. It was reported that the patient had uncomfortable heating of the implanted pump during an MRI. The patient was later prescribed an MRI of the cervical, thoracic, and lumbar spine with and without contrast. The patient would be in the scanner for a minimum of 70 minutes but could potentially be in for 90-100 minutes.